Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for a percutaneous coronary intervention, a rotawire broke. The lesion was located in the circumflex artery. A rotawire 330cm gw(1pk) flop was selected to treat the target lesion. During unpacking, the rotawire was noted to be kinked and broken. The procedure was completed with another same device. No patient complications reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for a percutaneous coronary intervention, a rotawire broke. The lesion was located in the circumflex artery. A rotawire 330cm gw(1pk) flop was selected to treat the target lesion. During unpacking, the rotawire was noted to be kinked and broken. The procedure was completed with another same device. No patient complications reported and the patient's status is stable.

Event description:
It was reported that during preparation for a percutaneous coronary intervention, a rotawire broke. The lesion was located in the circumflex artery. A rotawire 330 cm gw (1pk) flop was selected to treat the target lesion. During unpacking, the rotawire was noted to be kinked and broken. The procedure was completed with another same device. No patient complications reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The visual and tactile inspection was performed and the device presented a body kinked at 319.5 approximately from the proximal end and the spring tip missing (fractured). All the outer diameter measurements are within the specifications. Mtac analysis was performed and the sample presented evidence of cyclic bending and a final tension overload event as the mode of wire failure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).